Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that patient presented to hospital with infection and vegetation on right atrial (ra) and right ventricular (rv) leads on echocardiography. Pacemaker, ra lead and rv lead were explanted, and replaced with aveir leadless pacemaker system. The cause of the infection is unknown, however, there is no indication and/or allegation that the infection was due to the pacemaker or leads and related procedure. Patient condition was stable.